Event description:
It was reported the case was broken. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower case halves are broken. Battery release, knobs, battery release spring, and battery flex are contaminated. Both bail covers, ring cover, lead flex cover, and battery drawer are broken. Two case screws wrong (ring cover screws); the screws broke the case when they were put into the wrong location. Battery contacts are compressed and contaminated. One bail and ring are bent. Display is missing segments.